Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 52mg/dl, cause was unknown. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.